Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user received an insulin occlusion alert followed by consecutive motor stall alerts while attempting to fill tubing and proceed with infusion, consistent with a mechanical jam involving the motor component, and blood glucose was 180 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information, along with user education and a dry run of supplies, device force restart via the mobile app, replacement of infusion sets, and shipment of replacement supplies. Investigation of this case revealed an assembly-related issue consistent with a mechanical jam and stalled motor affecting the motor component. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.